Event description:
It was reported that the user attempted to pair a new freestyle libre 3+ sensor with the ilet bionic pancreas but initially started two sensors in the libre app instead of the ilet mobile app, resulting in the sensor being in use by another device; a new sensor was subsequently paired with the ilet app and activation was successful. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability issue identified during setup along with an improper or incorrect procedure of initiating the sensor in the third-party app; no specific ilet device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error and improper setup procedure.